Event description:
On (B)(6) 2012, the patient contacted animas alleging that on (B)(6) 2012 the pump primed 1.3 units while she was attached without user intervention resulting in a blood glucose (bg) of 2.1 mmol/l and requiring treatment from an emt. The patient stated that she was driving around 6 pm on (B)(6) 2012 and was pulled over by police, and her bg was found to be 2.1 mmol/l. The patient was reportedly treated with IV dextrose by emts and resumed insulin pump therapy the same evening. Customer support reviewed the pump with the patient and found that the records in the pump were not clear, and noted that the patient was a poor historian. The patient stated that she did not remember priming; however, review of the prime history indicated a 1.3 unit prime prior to the reported low bg. The pump is being replaced and the patient was advised to go on a backup plan for insulin delivery. This complaint is being reported due to the allegation that the pump delivered excess insulin without user intervention and that the patient experienced hypoglycemia requiring medical treatment as a result.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump was returned and was evaluated by product analysis on 08/27/2012 with the following findings: no defect in insulin delivery was found. A 29 hour flow accuracy test was performed on the pump. Pump passed flow accuracy test and found to be delivery within the required specifications. No loss of primes occurred during testing. A loss of prime was induced; pump gave an audible and visual alarms. The pump was opened and no damage was found to the force sensor circuit. Rewind, load cartridge, and prime steps performed successfully with no alarms. Before priming the pump displays the appropriate warning. A force sensor calibration test confirmed the sensor is detecting correct force.